Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed related call service alarms. The pump was exercised for 24 hours with no alarms occurred. The pump was successfully paired with a test transmitter. Unrelated to the complaint, investigation revealed an intermittent condition in the pump¿s continuous glucose monitoring circuit due to a cold solder connection at the pins.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6) .

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump emitted a continuous glucose monitoring data failure alert. The pump was replaced. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.